Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.

Event description:
Treatment of an aneurysm located in the ophthalmic segment of the ica. The patient¿s anatomy was tortuous. On (B)(6) 2014, the patient underwent pipeline embolization treatment involving three pipelines. During the procedure, the first pipeline (4.75mm x 14mm) could not be released from the capture coil and ti was removed from the patient by trapping the pipeline braid between the capture coil and catheter. The second pipeline (4.75mm x 14mm) also could not be released from the capture coil and was also removed by the same method. Upon pulling the second pipeline out, the capture coil was found separated from the pushwire within the catheter. The third pipeline (5mm x 12mm) also had the same issues and was removed from the patient with the same method. The procedure was aborted. The patient was reported to be doing well at the end of the procedure. Same event as MDR# 2029214-2014-00722 and 2029214-2014-00724.